Event description:
The customer tested his blood glucose using his contour meter and received readings of 219, 356, 104, 231 and 443 mg/dl. He retested using another meter and received readings of 567, 591, 395, 215 and 470 mg/dl. The difference between some of the readings falls in the "c" (567 vs. 219 mg/dl) and "d" (591 vs. 104 mg/dl) zones of the consensus error grids, making the difference clinically significant. No adverse events were alleged.